Event description:
It was reported that during stent deployment procedure on external iliac, the stent proximal end allegedly failed to expand. It was further reported that physician had difficulty in removing the carrier catheter. Reportedly stent was deployed after angioplasty. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. The venovo venous stent system is indicated for the treatment of stenoses and occlusions in the iliac and femoral veins. H10: d4 (expiry date: 12/2022), g3 h11: h6(method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2022.

Event description:
It was reported that during stent deployment procedure on external iliac, the stent proximal end allegedly failed to expand. It was further reported that physician had difficulty in removing the carrier catheter. Reportedly stent was deployed after angioplasty. There was no reported patient injury.